Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a cutter (vitrectomy probe) defect and it did not had any suction and amputation (surgical removal of the vitreous) was not done. The surgery was completed without any impact to the patient after replacing with a new product.